Event description:
Balloon on swan-ganz catheter was ruptured. Noted when air bubble introduced into pt. Pt desaturated and became briefly hypotensive and was placed on lt side. Upon attempting to introduce new catheter the balloon on the "new" catheter was found to be ruptured after being introduced into pt. Another attempt was made to place swan-ganz cath after changing to lot # 9011966 and this catheter was functional x 5 days. The initial catheter had been in place only 2 days lot # of 1st replacement cath was mf 9094162.